Event description:
It was reported that during an unknown procedure, the clips were being forced out of the applier. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Dropping or ejected clip additional information: (B)(6).